Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this pacemaker and right ventricular (rv) lead exhibited high out of range pacing impedance measurements greater than 2,000 ohms two days post implant, resulting in activation of the lead safety switch (lss) feature. Additionally, noise, oversensing and loss of capture (loc) was observed. The patient also experienced diaphragmatic stimulation. A chest x-ray was taken and noted no apparent movement of the lead. Boston scientific technical services (ts) discussed potential causes and troubleshooting options. An invasive procedure was performed. Testing of the lead on a pacing system analyzer (psa) noted pacing impedance measurements of 1,090 ohms and no capture at 7.5 volts. The lead was explanted and replaced and the pacemaker remains implanted and in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted and setscrew marks were noted on the lead terminal pin in the correct location. Resistance testing found the lead was electrically continuous. Detailed analysis identified no lead fractures, however, noted the inner conductor coil near the lead tip was stretched. The root cause of the stretched conductor coil was not determined.